Event description:
Information received by medtronic indicated that customer reported crack on the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with pump error 35 alarm during rewinding. Unable to perform the displacement test due to pump error 35 alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and corroded battery tube. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the side of the battery compartment. Pump error 35 alarm due to moisture damage electronic assembly and motor assembly. Moisture damage found on the pcba 1, pcba 2, force sensor, motor and corroded battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.